Event description:
Ems crew was on scene with pt who was in full arrest. Crew member placed the d-fib pads on the pt and noted no connection with the pads. No connection could be made. Ems crew was in route to the hospital so did not attempt d-fib again.